Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses using a gore® dryseal sheath with hydrophilic coating (dsl1228j/13653678) to treat an abdominal aortic aneurysm. Endoprostheses were deployed successfully. Upon withdrawal of the introducer sheath, a dissection of the right external iliac artery was revealed. A bare-metal stent was implanted to repair the dissection. It was reported that the right iliac artery was tortuous with heavy calcification. The patient tolerated the procedure.